Event description:
A pericardial effusion after transseptal puncture. There was a drop in blood pressure, and pericardiocentesis was performed. The devices used for transseptal were brk needle, and agilis small (non biosense webster products). The pericardial effusion occurred prior to use of ablation catheter and no ablation was performed. Reference report: mw5152333. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).